Event description:
An attorney alleges that the patient was implanted with a lead wire system, and "suffered physical and other injury as a result of the recalled lead". The patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. The patient "has sustained and will continue to sustain severe physical injuries and /or death, severe emotional distress, mental anguish, economic losses and other damages." Further review of the manufacturer's database indicated the patient is deceased and died approximately twenty five months post implant.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.